Manufacturer narrative:
B5; additional information received: it was reported the physician believes there is a type iiib endoleak in both the bifurcate and limbs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e tlw1613c124ee, serial/lot #: (B)(6), ubd: 18-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted for the endovascular treatment of a 59mm contained ruptured aaa. The patient had a 27mm proximal landing zone. The proximal neck diameter was 20mm at infra renal level. Both the common iliac and external iliac arteries were moderately calcified.  It was reported that during the procedure, the physician had pre-dilated both the common iliac artery and external iliac artery with a peripheral balloon .  The etbf2313c145ee was inserted  from the right side and deployed  at a perfect position. Then the etlw1613c124ee was inserted from the  left hand side and after aligning the overlapping markers, the physician then deployed the limb on left hand side. The physician then took final imaging and a endoleak was noticed filling both the aneurysm sacks. Initially it was thought it could be type ia or ib endoleak coming  through the overlapping segment. The physician then re ballooned with a  reliant balloon at proximal segment, overlapping zones and in the limb.  Further imaging was performed and the endoleak was still present and even appeared to have worsened.  More imaging from different angles was taken and it was said the endoleak was not a type ia, ib or type ii endoleak. According to the physician there is a tear in the graft which is causing the leak.  Per the physician the cause of the endoleak is a graft material issue.  No additional clinical sequalae were provided and the patient will be monitored.